Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that immediately post implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was optimized. The young patient refused to lie on their back and was curled up in the fetal position on their left side. The impedance test was performed and was greater than 400 ohms. The patient was then convinced to lie on their back and the impedance test was repeated with all measurements within normal limits. The tests were completed in all positions with acceptable parameters. The physician is confident that the connection between the device and electrode is satisfactory. A chest x-ray was unremarkable. No intervention was performed, and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.